Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on black screen. A field service engineer (fse) identified unit power failure due to short-circuited controller boards in drawers 1.2 and 2.1 causing the power module to shut down, confirmed the short via ohm testing despite no visible damage, replaced the defective boards, and verified successful testing and issue resolution with staff. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was stuck on black screen. The customer stated that this malfunction occurred when the user tried to issue medication to the patient. However, the user managed to retrieve the medication from another station/pharmacy. However, there were no delay or adverse events or injuries reported based on this event.